Event description:
Customer's bg was within normal range (70-250 mg/dl) on the first day of pod wear ((B)(6) 2012), with the exception of a bg reading of 296 mg/dl at 10:16 pm. The next day his bg got as high as 440 mg/dl. This occurred at 10:14 am and the pod was deactivated. User's dad noticed a little blood on the adhesive and stated the cannula was kinked. The pod was not returned.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Lot qualification records were reviewed and determined to have passed all acceptance criteria.